Event description:
It was reported that a patient underwent a procedure utilizing orthopedic salvage system components (B)(6), 2009. Subsequently, radiographs revealed the oss segment had fractured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2011-01067) this report filed (B)(4), 2011.